Event description:
It was reported that during a hip arthroscopy procedure using a 1.8 mm q-fix all suture anchor, the suture broke upon torquing. This implant was abandoned in the bone, making it necessary to drill a new bone hole to complete the procedure. There were no significant delays or pt complications reported as a result of this event.